Event description:
It was reported that the serial number of the new controller was pcx-20021. The patient tolerated the exchange well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device failed section 7.1 of the functional test procedure which the measured value indicated beginning stages of conductor breakdown. The additional finding of the conductor breakdown did not result in any unexpected alarm during the evaluation. The reported event of ¿degradation on the bend relief of both power cables that secreted a blue lubricant¿ was confirmed with the returned system controller (serial # (B)(6)). Visual inspection revealed both strain reliefs are damage with greenish fluid. The damaged appears to be related to the repetitive flexing of the power cables when the device was in use. The green fluid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. The system controller was tested with laboratory equipment and no functional issue was identified that could be correlated to the damaged strain reliefs or fluid ingress issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 11oct2017. Heartmate ii lvas IFU (section 7) and heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU and heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power range was a large range from high 4's to 7's. Th has been normal for the patient. The patient had some degradation on the bend relief of both power cables that secreted a blue lubricant. The log file captured routine events. The ventricular assist device (vad) and peripheral equipment were functioning as intended. The type of issue with the power leads on the controller warrants a controller exchange. Sometimes the shielding on the bend relief breaks down releasing fluid and its typically greenish.